Manufacturer narrative:
Product has been received by MFR, however, investigation is incomplete. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges a clip that was used to ligate a blood vessel stuck at the tip of one of the jaws and did not detach easily. No pt injury reported.